Manufacturer narrative:
Other, other text: functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Actions taken: no root cause could be determined due complaint was not confirmed. Root cause: no actions taken due complaint was not confirmed.

Event description:
It was reported that the customer started to use the product (a medication cassette), a "no message" alarm went off. So he changed the pump to another two, but the alarm persisted. He then changed the pump still another one, and this time the alarm was settled. The customer suspected something was wrong with the cassette. No patient injury was reported.